Event description:
It was reported that small air bubbles were observed along the infusion set tubing during the load fill tubing process. Reportedly, the customer primed the tubing to resolve the issue, and continued using the pump for insulin therapy. During follow up with tandem technical support, the customer reported bg level was 250 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 413 mg/dl. During system check with tandem technical support, there were small air bubbles observed throughout the tubing and the customer's bg level was 282 mg/dl. Reportedly, a fill tubing was performed to resolve the issue, and the customer continued using the pump for insulin therapy. During a follow up, the customer reported a bg level of 250 mg/dl.